Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation failure was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, non-tortuous, 90% stenosed mid left anterior descending artery. After performing pre-dilatation, the 2.25 x 28 mm xience prime sv stent delivery system (sds) was advanced to the lesion. Pressure was applied to the sds balloon; however, it failed to inflate. The indeflator was replaced; however, the balloon did not inflate. A non-abbott stent was implanted successfully followed by deployment of a 3.25 xience xpedition proximal to the deployed non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.